Manufacturer narrative:
The lay user/patients meter have been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2017, the patient contacted lifescan (lfs) alleging that her onetouch ultra mini meter had an unusual issue ¿ the meter display turned black after inserting a test strip. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged product issue began a couple of weeks prior to contacting lfs. She stated that even after changing the batteries 3 times the issue remained. The patient manages her diabetes with oral medication, diet and/or exercise and reported that she continued with her usual dose of metformin 500mg twice daily and other oral medication in response to the alleged product issue. The patient stated that she did not develop any symptoms but felt her blood sugar was has. The patient detailed that the emergency medical service (ems) were called and she received hcp treated with unspecified dose of insulin. The patient stated that she was taken to hospital where she remained for 3 days. At the time of trouble shooting, the cca confirmed that the alleged product issue remained unresolved. The patient¿s products were replaced and requested back for evaluation. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury adverse event after the alleged product issue began and subsequently received medical intervention from a healthcare professional after the alleged device issue occurred.